Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturer site evaluation is ongoing.

Event description:
Country of complaint: taiwan. The edge of lid is too sharp. Complaint involved component jk100/ filter retention plate file as concomitant product.